Manufacturer narrative:
On (B)(6) 2016, a medela clinician followed up with the customer to verify that she has turned pump pressure up slightly and is not using it on the maximum pressure. Informed customer that this pressure change is normal. Baby is (B)(6) and exclusively breastfed. Customer states she had mastitis when baby was (B)(6) and hasn't had it since then. On (B)(6) 2016, the customer confirmed that her past mastitis was treated with an antibiotic by her physician. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information resulting in new, changed, or corrected information, a follow up report will be filed at that time. Should additional information be received, resulting in new, changed, or corrected

Event description:
On (B)(6) 2016, the customer reported to customer service by email that she had to turn her pump in style breast pump up to work effectively. The customer also stated that she previously had mastitis.